Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) confirmed that they did disconnect from the setup in dwell cycle, at which point the device alarmed. The patient did not use proper disconnect procedures. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A home patient (hp) contacted baxter's technical service centre regarding a system error 2240 (air in line) alarm displayed on the homechoice (hc) unit. The alarm occurred during patient use, in drain 3 of 5. The hp confirmed that they did disconnect from the setup in dwell cycle, at which point the device alarmed. The hp did not use proper disconnect procedures as per user manual. They also re-connected to the setup. The technical service representative (tsr) explained the alarm to the hp and assisted them in cycling power to the device in order to clear it. Once the alarm was resolved, the hp agreed to notify their nurse and complete this therapy with a manual bag. There was patient involvement, with no associated patient injury or medical intervention.